Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The foreign distributor ((B)(4)) reported a leakage issue with the mps disposable delivery set from one of their customers. The hospital had reported a leakage from the connection between the drug solution bag (additive) and the heat exchanger. The reported stated the alleged leak was discovered 45 minutes after the first insertion of cardioplegia solution, was a slow leak, and was a mixture of blood and the drug solution. There were no patient complications reported as a result of the alleged complaint. The delivery set sample was returned to the manufacturer for analysis.

Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. There were no devices of this same lot remaining in inventory for analysis.